Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer had ketones, stomach pain and was dehydrated. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.